Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified minor scratches on the case and header, and dried blood in the lead barrel near the sense b connector block. The seal plug is intact, and the set screw operates normally holding a test electrode firmly in place when tightened. The device was able to be interrogated and a memory download was performed successfully. No resets or error codes were noted. A review of the recorded subcutaneous electrocardiograms noted noise that is not consistent with sense b noise. The device sensing function was then tested in all three sensing vectors, no noise was observed. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered inappropriate shocks due to non-physiologic artifact oversensing. The patient was hospitalized, and therapy has been deactivated. Provocative maneuvers reproduced the artifacts on secondary and alternate vector, likely indicating a lead integrity issue. Primary vector showed no artifacts and x-rays did not reveal any issues with the s-ICD system. Technical services recommended electrode replacement. Subsequently, both the s-ICD and electrode were explanted and replaced. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has delivered inappropriate shocks due to non-physiologic artifact oversensing. The patient was hospitalized, and therapy has been deactivated. Provocative maneuvers reproduced the artifacts on secondary and alternate vector, likely indicating a lead integrity issue. Primary vector showed no artifacts and x-rays did not reveal any issues with the s-ICD system. Technical services recommended electrode replacement. Subsequently, both the s-ICD and electrode were explanted and replaced. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.